Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at the display window corner, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed no delivery during prime. Customer changed the infusion set and the alarm occurred again. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. It was reported that the customer received a motor error alarm during manual prime. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.